Event description:
The customer tested her blood glucose and rec'd a contour reading of 526 mg/dl. Her glucose was retested using another meter and the reading was 129 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of her bottle of test strips, so no product will be returned.